Event description:
It was reported that a decrease in sensing and increase in capture threshold was observed. It was noted that the lead had no slack, but was vertical. The lead was replaced. The physician believes the anomalies were a result of the patient's excessive physical activity and not a lead malfunction. The lead will not be returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.